Manufacturer narrative:
Device was used for treatment, not diagnosis. Complaint of damaged device was received on 12/30/2016. During the service and repair evaluation completed on 02/10/2017, it was found that the jaws were broken. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 388.72 with lot number(s) t135084 is a lot/batch controlled item. The manufacture date of this item is 31-mar-2016. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record review was performed for the subject device lot. Manufacturing date: 29-mar-2016. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 24-mar-2016. No non-conformances were generated during production. A service and repair evaluation was also performed for the subject device. The customer reported the jaws were damaged. The repair technician reported the cutting jaws were broken. Cutting jaws broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: jaw/bolt system. The item was repaired per the inspection sheet, passed synthes final inspection on 7-feb-2017 and will be returned to the customer upon completion of the service and repair process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair (s&r) department reported that there is an issue with a rod cutter; the jaws are damaged. It is unknown how and when the issue occurred. It is unknown if a surgery was involved. This is report number 1 of 1 for complaint com-(B)(4).